Event description:
During follow-up, noise leading to oversensing and loss of capture were observed on the right ventricular (rv) lead. The patient was stable and will continue to be monitored. There were no adverse consequences.